Event description:
It was reported that needle was not sticking up ahead of cannula prior to insertion on (B)(6)2026 and the patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
E1: name: (B)(6).country: united states of america.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number,reporting site: 8021545,manufacturing site: 3003442380.